Event description:
It was reported that the device had missing display segments - the top segments were missing and light up intermittently. It was also reported there was no patient involved. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).evaluation has verified customer complaint that device display was missing segments. Main board (pcb) was replaced and device has passed testing and will be returned to customer.